Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir alarmnoted. Unit had intermittent button response due to corroded keypad traces. Pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.